Manufacturer narrative:
Event conclusion: reliability assurance testing confirmed premature battery depletion. The device passed automated electrical measurements and paced and sensed normally during all tests. Calculated longevity based on implant parameters result in a minimum longevity of 37.9 months; the device reached ert in 15.7 months. It is unknown as to what cause the battery depletion as the unit operated normally with external power attached.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician expectations with respect to longevity. The physician elected to explant the ipg.